Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hospitalization and amputation are related to the activ.a.c.¿ therapy system. After the v.a.c.® therapy was placed, the family member reported that they are a nurse and they wer not educated on the activ.a.c.¿ therapy system. The v.a.c.® dressing was left in placed over the weekend and the device provided numerous visual and audible alarms indicating action was necessary, however, the v.a.c.® dressing was left in place for the entire weekend. This event is potentially due to inadequate training provided to the family member and is being filed as a potential user error. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternate dressing at the direction of the treating physician. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On (B)(6) 2020, the following information was reported to kci by the patient's family member: on (B)(6) 2020, the patient was discharged from the hospital. On (B)(6) 2020, the activ.a.c.¿ therapy system was placed on the patient in the morning. The family member is a nurse and was not educated on the activ.a.c.¿ therapy system. By the afternoon on (B)(6) 2020, the activ.a.c.¿ therapy system allegedly alarmed all weekend and began to leak. The family member cleaned around the v.a.c.® dressing and changed the patient's socks frequently but was not aware of the two hour rule. On (B)(6) 2020, the physician was notified. The physician removed the patient's sock and allegedly part of the tissue from the patient's foot hit the floor. On (B)(6) 2020, the patient was admitted to the hospital. On (B)(6) 2020, the patient underwent surgery and allegedly had the toe and part of the foot amputated. The patient was discharged from the hospital with the activ.a.c.¿ therapy system on (B)(6) 2020. No additional information available. On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. A review of the event logs identified the device exhibited multiple blockage alarms between (B)(6) 2020. The source of the blockage alarms seen in the event logs was most likely external to the device as the device generated no unexpected alarms and maintained a firm dressing seal during evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.